Manufacturer narrative:
Software: the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The reported issue of a missing high glucose alarms was investigated, and it was determined that the reported configuration of honor x5c is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with honor x5c with os 15 operating system version 2.13.1.11596. The customer received a "replace sensor" message and was unable to obtain glucose readings. The customer experienced symptoms of dizziness, sweaty and confusion. The customer self-treated with juice, jelly sweets and a piece of toast. There was no report of death or permanent impairment associated with this event.